Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number d234trk is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the device battery depleted more quickly than expected. The device was replaced. The left ventricular lead exhibited high thresholds which may have contributed to the device depletion. The status of the lead is unknown. No patient complications have been reported as a result of this event.